Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort and paralyzing shocking sensations from head to toe. It was also noted that the patient had a fall and suspected the battery to have migrated. The physician suspected that the symptoms were due to the excessive stretch of the leads. The patient will undergo a revision wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient was experiencing discomfort and paralyzing shocking sensations from head to toe. It was also noted that the patient had a fall and suspected the battery to have migrated. The physician suspected that the symptoms were due to the excessive stretch of the leads. The patient will undergo a revision wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that only patients splitter were explanted. The physician noted lead fracture just outside of the splitter that was removed. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and paralyzing shocking sensations from head to toe. It was also noted that the patient had a fall and suspected the battery to have migrated. The physician suspected that the symptoms were due to the excessive stretch of the leads. The patient will undergo a revision wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the physician confirmed that the ipg had migrated and possibly pulled on the leads. There will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort and paralyzing shocking sensations from head to toe. It was also noted that the patient had a fall and suspected the battery to have migrated. The physician suspected that the symptoms were due to the excessive stretch of the leads. The patient will undergo a revision wherein the ipg will be replaced and relocated.